Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the device¿s balloon did not inflate. It was very difficult to inflate. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the trocar balloons, lock collars, valve seals and doors appeared to be intact. The obturators were received. The inflation syringes were received. Pmv performed functional testing, using a test inflation syringe the balloons were inflated, no leaks detected. The balloons deflated properly. All other components functioned normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.